Event description:
During mapping procedure of the left ventricle, the pt's pressure dropped. Physician performed echocardiography and confirmed tamponade. After evacuation of blood from space, procedure was stopped. Pt is stable.